Manufacturer narrative:
Additional information: h3: the misassembled components reported was likely due to the user not correctly identifying size compatibility between the femoral component and tibial insert. However, this cannot be confirmed because the components and their respective labeling were not available for evaluation.

Manufacturer narrative:
(H3) pending evaluation.

Event description:
It was reported that this female patient's knee was assembled inappropriately. After the tka surgery, it was noticed that the surgeon used a femoral component size 4, a tibial tray 4f3t and tibial insert size 3.